Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hepatectomy procedure, the surgeon was able to press the green button and squeeze the handle but the device did not fire. A new reload was used to complete the case. There was no patient injury.